Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were coming out unformed. Got a new one to complete the procedure. No pt consequence reported. No return device.